Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 528 mg/dl at the time of incident and other relevant blood glucose value were 300 mg/dl, 400mg/dl, 302 mg/dl and 55mg/dl. The customer was treated with insulin pump and manual injection for high blood glucose level. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer does not allege pump was under delivering. Offered troubleshoot for the high blood glucose value and she was ok now. The insulin pump will not be returned for analysis.